Event description:
It was reported that pump repeatedly displayed malfunction code 12 with no notable events prior to the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.